Event description:
The customer reported the system would display errors and intermittently not allow fluoroscopic x-ray to be produced. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.